Event description:
It was reported during the patient's trial procedure it was confirmed with the lateral view the lead was placed anterior. The physician decided to abandon the trial procedure and removed the scs lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.